Event description:
The pt experienced a sharp pain at the pocket site. The pocket was swollen. The pt denied any injury to the implant site. The physician withdrew fluid from the implant site and found to be clear, without infection. Impedance measurements were within normal limits. The pt had reprogramming done and was reported to have good pain coverage with the stimulation. The cause of the swelling was unk. The pt outcome was reported as "no injury".

Manufacturer narrative:
(B) (4)